Event description:
The customer reported that the scatter would not adjust for both the differential and retic parameters while running latron tests on the coulter hmx hematology analyzer with autoloader. The customer also reported a clicking sound while trying to adjust the scatter. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/11/2015. The fse indicated that he replaced the laser and performed alignment to resolve the scatter issues reported by the customer. There were no further clicking sounds observed. (B)(4).